Event description:
Revision surgery - due to the femoral ceramic head cracking.

Manufacturer narrative:
The reason for this revision surgery was to address a cracked ceramic head. The product was in-vivo for 6.7 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the cracked ceramic head was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.